Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0891 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
As reported by the facility, the guidewire was "sucked" up into the patient and had to be retrieved. No patient harm was reported.